Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with breakage during use and leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Two picture samples were received for evaluation by our quality engineer. Upon visual inspection of the pictures, the syringe barrel was observed to have broken during use at the barrel end. A device history record review did not reveal any quality issues during the production of lot number 1807270 that could have contributed to this incident. It has been determined that the breakage occurred due to weakness at the product's barrel edge. A quality project was completed in (B)(6) 2018 (post the production of lot number 1807270) in which a change in mold structure was performed to strengthen the barrel component. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported with the use of the bd plastipak syringe there was an issue with breakage during use and leakage. There was no report of injury or medical intervention.